Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that while using the carto 3 in the mapping phase with a toshiba x-ray tube the univu image shifted and the carto 3 map did not match. No error given by the carto 3 system. No cardioversion and no movement from the patient. There was no patient consequence. Device evaluation details: the device evaluation was been completed on 4/23/2019. The biosense webster inc. (Bwi) field service engineer (fse) was informed by the bwi representative onsite that the root cause of the issue was bad positioning of the location pad and arm rests. Bwi representative informed the fse that the issue didn't happen during the following procedure. The system is ready for use. A device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that while using the carto 3 in the mapping phase with a toshiba x-ray tube the univu image shifted and the carto 3 map did not match. No error given by the carto 3 system. The map shift was discovered visually since the fast anatomical mapping (fam) reconstruction did not match the univu image. There was no difference in catheter location, but a mismatch between univu and catheter location. We had no catheter "reference*, since we discovered the shift at the beginning of the fam. No cardioversion and no movement from the patient. There was no patient consequence. The issue of a map shift has been assessed as an MDR reportable malfunction.